Event description:
Caller reported a malfunction on the pump, specifically noting that the pump screen was dark and not turning on. There was no adverse impact to the caller's blood glucose level, with no notable events preceding the malfunction and no excess bg levels observed. The customer will continue to use current pump for insulin therapy.